Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown compression screw. Part and lot numbers are unknown. Implant date was not provided by reporter but was reported to have been greater than 10 years previous to this report date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal with a revision to a total hip replacement was performed. The removal was due to "needed a total hip...pain due to needing a total hip". Hardware removed from the patient includes a dynamic hip screw (dhs) plate, a dhs lag screw, five unknown 4.5mm cortical screws and an unknown compression screw. The procedure was completed successfully with no delays, device fragments or patient harm. This report is for one unknown compression screw. This is report 4 of 4 (B)(4).